Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. There were no allegations of device malfunction. During analysis it was identified that this device did not meet expected longeviety.